Manufacturer narrative:
Insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor, and displacement test. However, insulin pump was received with no audio tone during self-test due to high impedance of pcb. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer returned the product. Customer's blood glucose level was not reported.